Event description:
It was reported that the pt experienced telemetry issues with the neurostimulator. The ins showed no response from a magnet, the pt programmer, or the physician programmer. The pt's ins was removed and replaced due to normal battery depletion. It was felt that the battery should have lasted longer. It was not possible to retrieve any programming info from the device. The pt recovered without sequela. No further details or pt symptoms were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4): the ins has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.